Manufacturer narrative:
This is default text configured for block h10.

Event description:
It's not working/ malfunctioning [device malfunction] no adverse event. Case narrative: this initial spontaneous report concerns of event device malfunction and no adverse event in a female patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via an voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (frequency, dose, strength and therapy dates not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the patient had used albuterol sulfate inhalation for a couple of days, and over a period of three days it was not working. The patient stated that the patient had used aerosols before and knew how to use and prime them properly; however, this one was still not functioning, and the patient had to reach out due to the malfunctioning. Last action taken with albuterol sulfate inhalation in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of event device malfunction and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.